Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that tubing pop off occurred during use with a bd threaded lock cannula. The following information was provided by the initial reporter, I have received a product concern as follows: ¿2nd incident: (B)(6) 2019 1300 infant held in nurses arms-tubing was attached to central line with bd blue threaded lock cannula. Tubing popped off from cannula at connection. Did not snap or break, just disconnected."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubing pop off occurred during use with a bd threaded lock cannula. The following information was provided by the initial reporter, I have received a product concern as follows: ¿2nd incident: (B)(6) 2019 1300 infant held in nurses arms-tubing was attached to central line with bd blue threaded lock cannula. Tubing popped off from cannula at connection. Did not snap or break, just disconnected."